Event description:
The customer contacted physio-control to report that their device was not able to recognize electrodes. In this state the device would not be able to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Physio-control further evaluated the customer's ECG cable and verified the reported issue of the device not recognizing the ECG leads when connected to a patient. A physical inspection of the customer ECG cable was performed and it was observed that there is a cut in the "l" cable. The cut cable was further evaluated by using it on a tester-device and the failure could be duplicated. The root cause of the device not recognizing the ECG leads when connected to a patient was due to damage of the ECG cable. The cause of the damage could not be determined. The device was archived by physio-control.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not able to recognize electrodes. In this state the device would not be able to deliver defibrillation therapy, if needed.